Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that during a coronary angiography (cag), visuals of all hemodynamics application readings were lost for a while during the case. The procedure was completed successfully and no harm was reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that when the connection was lost to the philips hemodynamics application, the patient was under local anesthesia and the catheter had already been placed. The system automatically resumed connection after 45 seconds, after which the procedure was continued to completion. Philips has confirmed with the customer that no harm has occurred to the patient. The analysis of the log files confirmed the loss of connection between the philips hemodynamics pc and the philips xper ixr flex cardio 2010. Philips has inspected the system on site and identified a faulty network cable between the hemodynamics pc and the xper ixr flex cardio 2010. The network cable was replaced after which the system was returned to use in good working order. Based on the investigation results, philips has concluded that the loss of hemodynamic monitoring was most likely caused by a faulty network cable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.